Manufacturer narrative:
Batch review performed on 8 march 2023. Lot 2001664: (B)(4) items manufactured and released on 10-jun-2020. Expiration date: 2025-may-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 2002792: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-apr-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain and stiffness. The surgeon had planned to just perform a poly swap but intraoperatively found the patient had a flexion contracture. The surgeon then opted to revise the femur and poly. The surgery was completed successfully. It is unknown what caused the flexion contracture after original surgery. Patient presented to clinic with a stiff knee and revision was determined to be the best outcome. Revision system implanted.